Event description:
It was reported that pump displayed continuous glucose monitor error. There was no reported impact to the customer¿s blood glucose level. Customer contacted support and was guided through complete pump reset, and after reset pump no longer displayed error code, with no further issues reported.